Manufacturer narrative:
The field service engineer (fse) found that the baths of the instrument were overflowing. He noticed the tubing through pinch valve lv13 was clogged. Pinch valve lv13 controls the waste drain of the instrument. The fse replaced the tubing through pinch valve lv13 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter act diff 12 analyzer. The volume of the leak was about half a cup and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.